Manufacturer narrative:
(B) (4). (B) (4). The customer reported the device discarded. The lot number was not identified; therefore, a device history record review could not be performed.

Event description:
Device issue: needle-to-cuff miss. Time of device issue: during vessel closure. Adverse event: failure to achieve hemostasis. It was reported that a physician trained in the use of the perclose proglide device has recently experienced numerous needle-to-cuff misses during an unspecified period of time. It is not specified how hemostasis was achieved in each case. There were no reported patient adverse effects. Though requested, no additional information was provided.